Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with a bent cannula or the cannula would fill up with blood on the infusion set. Customer has had abdominal surgeries and has spots that don't work. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer was advised to change the infusion set. Customer also reported an issue with sensor glucose and blood glucose reading differences. Customer stated that the pump kept alarming low suspend. Customer had a low suspend of 65 and would resume the basal rate. Customer discarded the sensors. Customer declined troubleshooting for high blood glucose because she is working with an educator.